Event description:
It was reported that this device had a defibrillation threshold (dft) test due to right ventricular (rv) lead gradual increase in impedance that reached out of range measurements. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).